Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an 02 percentage dropage causing a low pressure alarm. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.